Event description:
Adverse event: allergic reaction requiring medical intervention. Onset of adverse event: 5 months post implantation of device. Device issue: none. It was reported by the pt that two promus stents were placed in their right coronary artery in (B)(6) 2009. In (B)(6) 2009, the pt developed an itchy rash with hives that could only be controlled by high dose steroid treatments. The pt has been tested for environmental and food allergies with negative results. After multiple doctor visits to allergists and dermatologists and biopsies and blood work, it was confirmed that the polymer on the stents is causing the rash. The doctors are attempting to eliminate the stent as a cause of the hypersensitivity reaction. So far, common environmental factors and medications have been eliminated. No additional info was provided. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. Hypersensitivity/allergic reaction is a known adverse event as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The additional promus (unk part # and lot #) mentioned is being filed under a separate MFR number.